Event description:
Reporter stated the infusion sets have leaked insulin and this has resulted in elevated blood glucose of approximately 350 mg/dl. The infusion device has also displayed e4 occlusion errors. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).